Manufacturer narrative:
According to the available information the titan otr was implanted on (B)(6) 2012 and revised on (B)(6) 2025 due to it being ready to be replaced and the tubing growing to be uncomfortable. The device was not returned for evaluation. However, because examination of the returned components may not conclusively confirm or disprove the report of discomfort from tubing, quality accepts the physician's observations of such as the reason for surgical intervention. As the titan ipp is a mechanical device, the lifetime of performance is dependent on the use of the product. As a mechanical device, like any mechanical device, it can wear out, be subject to user misuse, malfunction, and requirement replacement. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information the device was explanted and replaced due the device being ready for replacement and the tubing was growing to be uncomfortable.